Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and had keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the battery cap was too hard to remove and it was almost stripped for the last 2 months. The reservoir compartment had a chip for about 6 months. The pump had motor errors for the last 4 months or so. There was rainbow effect on the screen for the 8-9 months. The buttons were hard to press since 6 months. The insulin pump will not be returned for analysis.